Event description:
It was reported that a cartridge alarm 20 occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The pump was still under warranty, and the customer was informed about programming the settings and connecting the cgm to the new pump. The customer was instructed to return the faulty pump to tandem within 10 days using a provided return box and label, and a replacement pump was sent.